Event description:
The customer stated they received the error code 1010: error in master calibration, m-cal 2, span too large, on the axsym analyzer. The customer replaced the process probe, decontaminated solutions 1, 3 and 4, and replaced the generic solutions without resolution. The abbott customer technical advocate recommended centrifuging the calibrators which resolved the issue. No impact to pt mgmt was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.